Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came in for replacement of the soletra to an activa sc. This was implanted in 2008. The patient stated that tremors got better and they turned the device off for several years intermittently. The patient complained that they received intermittent tingling/shocking sensation down their left arm. Impedance values were good. The patient called on (B)(6) 2021 post surgery and again stated they feel intermittent tingling/shocking sensation down their left arm. They were able to reduce the amplitude from 1.3 to 1.0 v. The patient is to follow up with their healthcare provider (hcp) to explore possibilities with extension/ins/lead. It is unknown if the issue was resolved. Additional information was received stating the shocking sensation from the left lead fracture was first noticed when the patient bent over to pick something up from the floor. Patient came to surgery to replace the left side lead that was determined to be fractured. While in preop, the right side activa sc was found to have a high impedance (3900j on the contact in use (c+, 0-). The therapy was set at 1.2v amplitude, and the therapy impedance was measuring as ¿high¿. The managing physician decided to change the stim settings to c+,1- to avoid the potential open circuit. The surgeon performed x-rays and determined that the left lead was fractured. The left lead was replaced today. The right lead with high impedance measures on contact 0 remains in use. The 37602 was not explanted because it was faulty. The 3387 lead was fractured, and the surgeon wanted to implant sensight, so he had to replace the lead and I pg.